Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: returned to manufacturer on: apr 5, 2023 section h3: device evaluated by manufacturer¿ yes device evaluation: the customer provided photo and movie were reviewed and the alleged foreign material (fm) was observed inside the eye; however, the nature of the fm and the potential root cause of insertion into the eye could not be confirmed from the photo and video. Further evaluation was performed with the returned complaint product. The complaint alleged foreign material was received inside a customer provided test tube. No complaint lens was received for evaluation. Cartridge tip damage was observed consistent with a device that was dropped or damaged during return shipping. Excess viscoelastic residue was observed inside the lens module which suggests excessive ovd was used during loading and insertion; however, this is not expected to contribute to the reported complaint issue. No additional handpiece, cartridge, and plunger rod defects and assembly issues were observed before and after disassembly. A material analysis report was requested on april 17, 2023 at 9:38am for the foreign material, and the product was received eag laboratories on april 19, 2023. Per eag laboratories, the foreign substance tested is consistent with a nylon type polyamide species, similar to nylon 6/6. The ftir spectrum raw data output file generated by eag laboratories was then compared against the añasco manufacturing process ftir library yielded no results with at least a 0.90000 correlation. The top hit was "430179250ml container lid (orange)¿ with a 0.372859 correlation; however, the orange container lid is inconsistent with the transparent fiber and the next top hit "plastic squirt bottle for 1-3 piece" with a correlation of 0.364463 was also noted but still does not confirm the fm came from manufacturing. The origin of the alleged foreign material cannot be determined to be part of manufacturing process and is therefore inconclusive. The manufacturing ftir library is not all inclusive for materials found outside of the manufacturing process. Furthermore, añasco has manufacturing controls in place to prevent the release of product with foreign material on it. As a result of the investigation there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery while suctioning ophthalmic viscosurgical devices (ovd) from the patient's eye, a transparent fibrous material entered the irrigation and aspiration (I&a) port. The material was discovered after the intraocular lens (iol) was fully inserted. The material was removed and found to be of a hard material. The iol remains implanted. There was no report of patient injury or health damage. No additional information was provided.

Manufacturer narrative:
Unknown; requested but not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. First name: unknown; requested but not provided. Email address: unknown; requested but not provided. Telephone number: (B)(4) this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the photo/video device history record, complaint trending, and risk documentation, if applicable for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.